Event description:
It was reported that the right ventricular (rv) lead had increasing impedance and threshold measurements. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2007; unknown competitor implantable pacing lead, (B)(6) 2007. (B)(4).